Manufacturer narrative:
The field service engineer (fse) was on site and found an issue with sweep flow priming. The fse flushed the sweep flow system and manually forced prime to clear any tubing. The fse performed sweep flow prime several times to ensure operation. The fse verified the repair by running quality controls and daily checks with no issues. The fse confirmed that the customer resumed operation with no further platelet vote outs. Beckman coulter (bec) is filing an MDR report for this event based on the FDA classification of the 30 jul 2018 urgent medical device recall as a class I recall on 23 may 2019 (recall number z-1382-2019 for dxh 800; recall number z-1383-2019 for dxh 600; recall number z-1384-2019 for dxh900; bec internal identifier fa-33718-2). Bec internal identifier (B)(4).

Event description:
The customer reported total platelet vote outs (non-numeric replacement codes) on their unicel dxh 800 coulter cellular analysis system. There was no report of erroneous patient results, death, injury, or change to patient treatment as a result of this event.